Manufacturer narrative:
No sample was returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed as a user related issue. The instructions for use state the following: directions for use: remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel. (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample not available.

Event description:
It was reported that the nurse squirted the purell hand sanitizer in her eye before insertion of the foley into the patient which caused a chemical burn on her cornea. It was reported that she may not have been paying attention and opened the packet facing up, rather than facing down, as the packet instructs.